Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube, and the seal was extended outside the tube. The seal had cracked along the fourth and fifth ring from the edge. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not come out when pulled" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal did not come out when pulled. The reporter did not have any add'l info, so this is assumed to be a loading issue. A new kit was used to complete the procedure. There were no pt effects. The product was returned.